Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4 and prolapse posterior (p2) leaflet. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped, reducing mr to 1. The clip was deployed; however, after deployment, the clip changed angle and mr increased significantly to 3-4. It was believed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). There was no tissue damage noted. A second clip was used to stabilize the first clip and further reduce mr. Two clips implanted, reducing mr to <1. No additional information was provided.